Event description:
It was reported that a left ventricular implantable pacing lead had muscle/nerve stimulation. The lead was capped and abandoned. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.